Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the UK alleged discrepant results generated for a patient sample when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to retests. The customer indicated the initial flu b positive result was queried, and upon repeating the test, the result was flu b negative. It is unknown if the repeat test was performed on the same test of on the same instrument. No harm was alleged. Although requested, no run data, sample handling information or reagent lot was provided. A limited investigation using the limited information provided was performed on the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. No product issue was identified.

Manufacturer narrative:
The allegation could not be fully assessed, as no run data was provided. No reagent kit lot information was provided. A limited investigation using the available information was performed on the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. No product issue was identified. A common cause for discrepant results could be a low titer sample. Results are known to waiver between positive and negative when titers are near the limit of detection (lod) for a given test. As no run data was provided, it cannot be determined whether the alleged sample has a titer near the lod for the either test. Additionally, discrepant results can occur due to inappropriate sample media composition or volume, inadequate or inappropriate sample collection, storage, and transport, insufficient volume sample, laboratory contamination etc. (B)(6). (B)(4).